Event description:
A technician was performing maintenance/cleaning around the sample loader needle on the cell-dyn 3200 sl analyzer, running into the needle and receiving a slight puncture wound. The analyzer was turned off at the time of the incident. The account states that the technician did seek immediate first aid and follow-up medical attention. The account states that the puncture was only slight, requiring no stitches and tetanus shots were up to date. The technician was given antiviral medication (no specifics provided) and returned to work but did report feeling a little sick from the antivirals. No further impact to patient management was reported.